Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to the device's digital pcb assembly. It was observed that the device's digital pcb assembly did not complete a power cycle and would power off within 3 to 5 seconds. Further root cause could not be determined. A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the customer's device showed all three indicators in the readiness display (charge-pak, attention and service wrench indicators). The device could not be powered on anymore. There was no patient use associated with the reported event.